Event description:
Event description guidant received information that this patient experienced a syncopal episode. Upon review of stored electrograms (egm), the physician initially suspected noise on this chronic ventricular lead resulted in oversensing and pacing inhibition. Although a lead fracture was unable to be visually confirmed, the decision was made to replace the lead. During the procedure, the distal setscrew for the lead was noted to be slightly loosened. The lead was surgically abandoned and replaced. The patient later experienced a ventricular arrest. Prior to the procedure to upgrade this patient's device to an automatic implantable cardioverter defibrillator (aicd), the pacemaker was programmed to soo mode and stored egm's were unexpectedly erased. The device was returned.